Manufacturer narrative:
Material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Event description:
No additional information.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: unknown batch#: unknown. It was reported that the bd needle broke. The following information was provided by the initial reporter: rcc received a complaint via phone. Pir attached. Product complaint - customer called to report that while using a 25g bd needle to inject medication, the needle broke and is stuck in the pt. Doe 03/05, customer rushed to the ER, x-ray conducted, customer was referred to a surgeon for extraction. As at the time of this call, surgery has not taken place, customer is awaiting call from surgeon to go in for procedure. Customer has requested that bd will have to cover cost of medical expenses.